Event description:
Related manufacturer reference number: 2017865-2022-47606. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and r-wave amp variation. A fluoroscopy was performed, and it was discovered that the right ventricular and the right atrial lead were both dislodged. Repositioning was attempted on both leads however, was unsuccessful. Both leads were explanted and replaced. The patient was in stable condition and discharged.

Manufacturer narrative:
The reported events were lead dislodgment, sensing and capturing problem. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the helix could be fully extended and retracted when torque applied to the inner coil. The reported events of sensing and capturing problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted on the lead body.